Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore internal case number. H3 other: an engineering investigation is being performed. H6 investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an unknown indication in the brachial artery with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that an 8 fr introducer sheath was used and an 0.035¿ 180 cm splash standard guidewire. The physician considered this a standard case and noticed not any kind of resistance during advancement during holding the catheter straight outside. The physician tried to deploy the vsx device in the upper arm, but it was not possible, because the prosthesis only bent at the front and could not be deployed. It was stated that the delivery catheter was neither stuck in the sheath, nor the deployment line stuck and blocked. Therefore, the physician pulled it back and made it available for further investigation. Another device was used instead and implanted successfully. There was no report of patient harm.

Manufacturer narrative:
Product investigation report conclusion - the primary reported failure mode, related to a failure to deploy, could not be confirmed during engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory. However, it was consistent with the engineering findings of the endoprosthesis being returned in a curved state and the outer zipper being deployed to the turnaround. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. An additional failure mode was reported, as the endoprosthesis started to bend at the front as deployment difficulties were experienced; this additional reported failure mode was also consistent with the engineering evaluation findings. The cause of this reported additional failure mode was unable to be established. The returned device exhibited several forms of damage (e.g. Compressed and shifted endoprosthesis, exposed distal shaft). The cause for these damages could not be determined, but they are consistent with damage resulting from deployment difficulty, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.